Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to a beeping sound. The electrocardiogram showed noise. It was noted that the lead integrity alert was triggered for oversensing. The lead is still in use. No patient complications have been reported as a result of this event. On (B)(6) 2018 further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was further reported that the right ventricular (rv) lead exhibited high impedance, elevated sensing integrity counter (sic), and a fracture was impending. The lead could not be explanted due to an obstruction in the subclavian system, the lead was capped and replaced.